Event description:
It was further reported that the patient was kept on a tpn and heparin infusion overnight, not an integrilin infusion. Following angiogram, the physician crossed the left sfa cto with a 0.018" glidewire using the "loop-wire" technique. The glidewire was exchanged for a viperwire and a nav-6 embolic filter was positioned in the left pop artery. Ten passes were performed with the 1.75 solid crown oad to "debulk" the occluded left sfa. Total run time was 2 min, 28 sec at a max speed of 120k rpm. Pta was performed, and follow-up angio showed "a significant amount of debris" in the filter basket. A cook 4f shuttle sheath was used to totally encapsulate the emboshield basket which was then removed. Subsequent angiograms demonstrated additional embolization to the distal left at and left peroneal arteries. The patient complained of resting left foot pain an angiogram showed "no flow" to these vessels. Aspiration, angioplasty, and thrombectomy were performed, but were unsuccessful in reestablishing timi-3 flow to the distal vessels. An infusion of tpa at 0.5 mg/hr was initiated and infused overnight. The residual stenosis of the sfa was reduced from 100% to 10%. The patient returned to the lab the next day. She had been pain-free with intact neuro-muscular function of the left leg which has been warm with the exception of the dorsum of her foot. The infusion catheter was removed and angiogram performed. Peripheral excimer laser atherectomy (pela) was performed in the totally occluded left at artery for a total of 9,069 pulses. The laser was then upsized to further "debulk" the long occluded left at segment as well as the totally occluded tpt and left peroneal arteries followed by pta which reestablished timi-3 flow to the distal vessels. The patient tolerated the procedure well. No additional information is available regarding this event.

Event description:
It was reported that following an orbital atherectomy (oa) treatment procedure, an embolization event occurred. The lesion being treated was a left sfa cto about 20cm in length and extending into the popliteal (pop) artery with single vessel outflow. The physician performed ivus before treatment which indicated that the lesion was calcified. He advanced a distal embolic filter past the lesion, and then engaged the lesion with a 1.75 solid crown oad. He performed several runs of 10-20 seconds each at low, medium and high speeds, followed by angioplasty (pta) with a 3.0x220mm balloon at 12atm for 4mins. Distal run-off via the single outflow vessel was diminished, so he used an aspiration catheter. He then performed pta with a 2.0x220mm balloon at 12atm for 2mins in the pop artery. He then performed pta in the sfa again for three inflations at 8atm, 10atm and 6atm. He then used a thrombectomy catheter in the tibial artery followed by angioplasty with a 2x100mm balloon at 8atm for 4min. Intra-arterial tpa 4mg was given and some thrombus was aspirated. The sfa and pop arteries were open and patent, but the tibials had diminished to no-flow at the conclusion of the case. The patient was treated with integrillin overnight to remove particulate from the tibial and brought back to the lab the next day. Flow to the tibials remained diminished. The left tibial was treated using laser intervention and the integrillin drip was stopped. He performed angioplasty with a 1.5x120mm balloon at 8atm for 3min. Additional angioplasty and subsequent laser intervention in the tibials yielded 2 vessel runoff in the at and peroneal arteries. The patient was observed overnight and was discharged the next day. Additional information has been requested regarding this event. (B)(4).

Manufacturer narrative:
Device analysis: device discarded by facility. (B)(4): device discarded by facility.

Manufacturer narrative:
(B)(4).